Event description:
It was reported that during implant, the lv setscrew would not go all the way through the is-1 port. Suspected lv is-1 setscrew was stripped. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field experience of a set screw iss was confirmed in the laboratory. Upon receipt, a visual inspection was performed. Bodily fluids were observed in the header and the septa were damaged. The lv-t septum was removed and the setscrew was stripped. The torque driver was used to tighten all setscrews. All test leads were secured in the epoxy header. The cause of the stripped lv-t setscrew was due to the septum material found filled in the setscrew cavity, preventing proper insertion of the torque driver. Analysis of the device's electronic circuitry was tested both manually on the bench and using our automated electrical testing system. All functional measurements were normal. No anomaly was detected.